Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease fold, wear abrasion, and deformation. After autoclave cycle was observed, cloudy color in the gel. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Health care professional reported, right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture, baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Health care professional reported right side capsular contracture baker grade IV . The device remains implanted.